Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 160 mg/dl and their sensor glucose read 104 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. It was also found the customer had several calibration error alerts, bad sensor alerts, and change sensor alerts. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed with low readings.